Event description:
It was reported there was an opening at the device site and the lead was found to have blood in it. An infection was also reported. The device and lead were explanted and replacement is planned. The patient is reportedly 'doing fine' and the wound is 'healing nicely'. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found. (B) (4) outer tubing esc breach/breach; full lead returned.